Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The malfunction was due to an improper shut down by the customer. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a communication error message. No patient injury was reported.